Event description:
A mayfield skull clamp was involved in a slippage and pt injury during a procedure. The rptr described the event as: on (B)(6) 2009, a (B)(6) female pt was prepared for a stereotactic brain biopsy with a stelf. During surgery it was noted that the navigation system (stelf) did not match the pt. The pt was checked and it was found that the pt had moved and had incurred a 1/2" scalp laceration. The laceration was located on the left temporal side of the pt's scalp and required staples to close the wound. The pt recovered. Surgery was delayed for approx 15 mins. Mayfield adult disposable pins (a1083) were being used at the time. The base unit a2101 (B)(4) and headrest (B)(4) were also used during this procedure. The integra life science representative has been instructed to provide an in-service program for the staff about how to properly apply the skull clamp.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.